Manufacturer narrative:
Draeger is still investigating the reported incident. A follow-up report will be submitted as soon as the investigation has been completed.

Event description:
It was reported that during use, the numerical reading for spo2 measurement disappeared. At the monitor, a masimo pod with masimo finger sensor was used. After a reset of the monitor or after disconnection and reconnection of the usb port, the measurement worked again. There was no pt injury reported. Draeger reference number: (B)(4).